Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for several high ventricular rate (hvr) episodes. However, only one stored hvr electrogram (egm) was available. This caused the healthcare professional (hcp) to question why other egms were missing. No patient symptoms were reported.

Manufacturer narrative:
The reported complaint of not being able to store additional hvr segms while lower priority ams segms were stored was confirmed. The 3 lower prority ams segms were all protected episodes so they could not be overwritten by higher prority hvr segms. The oldest hvr episode segm was correctly stored. Due to the limited memory available, additional hvr episodes were unable to be stored. The device firmware is behaving per design.